Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement. Subsequently on (B)(6), 2014 the patient underwent a procedure to replace the magnet. The implanted device remains.